Event description:
It was reported that a reprocessing problem occurred with the¿colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, olympus was able to confirm the failure reported by the customer and determined the following cause: nozzle clogged. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.